Event description:
It was reported that the power on the device was going off and the procedure was cancelled. There were no adverse consequences reported.

Event description:
It was reported that the power on the device was going off and the procedure was cancelled. There were no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint was confirmed. The root cause was determined to be due to a faulty video board. The video board was replaced and the device functioned properly.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not received for evaluation.